Event description:
This report was received from (B)(6) and is a spontaneous report by a nurse in the (B)(6) of peritonitis in a patient coincident with dianeal therapy for peritoneal dialysis (pd). Action taken with dianeal therapy was unknown. During a call with baxter singapore customer service, the following was reported. On (B)(6) 2012, the patient experienced peritonitis. The patient was treated with unspecified intraperitoneal antibiotics. The cause of peritonitis was not reported. The outcome of this peritonitis event was not reported.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.